Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the ultrabutton loop broke when it was tightened. Broken pieces were retrieve with probe hook the procedure was successfully completed with a surgical delay greater than 60 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the braided suture in question was frayed and unraveled at the inner holes of the button. The opposite ends of the sutures showed signs of being cut off. The flip suture showed no deficiency. An additional suture has been looped through the other outside hole, opposite to the flip suture. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force (sharp grasper/instrument). Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification for the suture found that certificate of conformity required for each shipment. Traceability between lot on certificate of conformity on supporting data is required. 2. Verify tensile strength complies with the ¿straight pull braid strength (no knot)¿. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include factors that could have contributed to the reported event include (1) excessive force (2) contact with a sharp grasper/instrument. No containment or corrective actions are recommended at this time.